Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that during the implant procedure, this left ventricular (lv) lead was inadvertently damaged. When inserting the guidewire, the outer insulation of the lead was broken. No adverse patient effects were reported. A new lead was implanted to complete the procedure. The attempted lead was discarded due to contamination and will not be returned.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted. Investigation conclusion: the unintended use error caused or contributed to event investigation conclusion was selected because available information indicated that during the passage of the guidewire the physician inadvertently allowed the guidewire to escape the lead's lumen and pierce the lead's insulation.

Event description:
It was reported that during the implant procedure, this left ventricular (lv) lead was inadvertently damaged. When inserting the guidewire, the outer insulation of the lead was broken. No adverse patient effects were reported. A new lead was implanted to complete the procedure. The attempted lead was discarded due to contamination and will not be returned.